Manufacturer narrative:
Additional information: h10. H10: the device was not returned for evaluation, however, three pictures were provided. Visual inspection of the pictures observed a blood leak due to a rupture in the union of the heparin tube. The reported condition was verified. The cause is manufacturing process during assembly. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two minutes into treatment, an external blood leak (10ml) occurred from a defect heparin line that "torn away" from the cartridge of a gambro cartridge dn prime line. There was no patient injury or medical intervention associated with this event. No additional information is available.